Event description:
A caller reported a malfunction with their pump, specifically stating that the pump screen went dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team instructed the caller to plug the pump into a known working power source, and the issue was temporarily resolved when the screen turned back on. However, due to the malfunction, technical support decided to replace the pump. The customer was advised on how to use the replacement and instructed to return the malfunctioning pump within 10 days using the provided pre-paid label.